Manufacturer narrative:
A visual examination of the returned device found that the distal handle had been fully retracted. It was noted that there was a break in the inner lumen and its distal end including the tip was not returned. Several kinks were noted in the outer sheath. Withdrawal of the inner lumen revealed that it was broken at 166mm distal to the proximal end of the compressed area of the inner lumen. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rx stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complainant, during the procedure, while attempting to deploy the stent a lot of resistance was met. Eventually the stent was able to be deployed, however resistance was encountered when removing the delivery system from inside the stent. The delivery system got caught on the stent, but after pulling and changing the scope position, it came lose leaving the stent in place. Reportedly the stent was fully expanded upon removal of the delivery system and the patient anatomy was not torturous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported issue of catheter difficult to remove. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rx stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complainant, during the procedure, while attempting to deploy the stent a lot of resistance was met. Eventually the stent was able to be deployed, however resistance was encountered when removing the delivery system from inside the stent. The delivery system got caught on the stent, but after pulling and changing the scope position, it came lose leaving the stent in place. Reportedly the stent was fully expanded upon removal of the delivery system and the patient anatomy was not torturous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.